Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: have any of these events been previously reported to ethicon? No. Confirm when event report noticed/occurred? Unknown. Did the suture break intra-op or post-op? Suture broke intraoperatively. Did the surgeon re-suture patient in same initial procedure or post-op initial procedure? Same initial procedure. Any medical/surgical intervention done on patient post-op? Unknown. What was done to control bleeding? Unknown. What do you mean by " wound unravelled and started to bleed"? No answer. Any sample available to be returned for evaluation? Unknown. Patient current condition? Unknown.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number? Confirm when event report noticed/occurred?- intra-op? Or post-op? Did the suture break intra-op? Or post-op? Did the surgeon re-suture patient in same initial procedure or post-op initial procedure? Any medical/surgical intervention done on patient post-op? What was done to control bleeding? What do you mean by "wound unravelled and started to bleed"? - confirm the suture condition- did it fray? Or fray and break both? And was this noticed intra-op or post-op? Any sample available to be returned for evaluation? Patient current condition? Events reported in: 2210968-2019-83778, 2210968-2019-83873, 2210968-2019-83874 and 2210968-2019-83875.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device was weak and easily breaking, compromising the integrity of the suture line and causing the surgeon to re-suture due to this. The wound unravelled and started to bleed. There were no adverse patient consequences reported. Additional information has been requested.